Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to ventricular tachycardia (vt) ablation, the cardiac resynchronization therapy defibrillator (crt-d) was programmed to maximum right atrial (ra), right ventricular (rv) and left ventricular (lv) lead output and ventricular detections were turned off. Device function was noted to be normal prior to the ablation. During the procedure, the patient went into cardiac arrest. The crt-d exhibited a pacing problem and non-capture was noted, even with the high lead output. Cardiopulmonary resuscitation was initiated and a temporary pacemaker was placed. A device interrogation later in the day in the surgical intensive care unit (sicu) noted oversensing on the ra lead during atrial tachycardia/atrial fibrillation (at/af) episodes. The system remains in use. No further patient complications have been reported as a result of this event.